Event description:
It was reported that the patient underwent a revision procedure approximately two years post implantation due to dislocation. No further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign: united kingdom. Concomitant medical products: 8mm ã¿ 130mm length humeral stem cat:00434900813 lot: 64188037. Dual taper insert cat:00434903700 lot: 63799290. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.